Event description:
User experienced difficulty in the proper placement of the plate and insertion of the pegs. Only four pegs inserted. Two pegs backed out post-surgically, central distal and either proximal/anterior distal.